Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery in order to remove the abutment under general anesthesia on (B)(6) 2023. The implanted device remains.